Event description:
During vitreoretinal surgery, an intermittent illumination resulted in increased operative time causing a circumstantial cataract. An uneventful cataract surgery was performed one month after the event.

Manufacturer narrative:
Results: light bulb was replaced in module.